Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/09/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot s19193 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr results of 4.4 on a patient. There was no patient information available at the time of this report. Method: I-stat, date: 10/08/2019, inr: 4.4. I-stat, 10/08/2019, 4.4. Stago, 10/08/2019, 3.3. Target inr to perform procedure < = 2. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.